Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain due to the ipg migrating down. Surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned and sutured in the same pocket site to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.